Event description:
Allegedly, eprd reported 5 new complications for advance® revision (3 infection and 2 other events). Re-revision surgery. No further information was reported. This incident is capturing 3 infection events.